Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
The pulse generator would intermittently not provide backup pulses during a right ventricular autocapture test. The test was set up with a primary unipolar pulse and bipolar backup pulse. The test would decrement down providing back- up pulses as designed, but without reason stopped providing them when there was no capture evident on the electrograms. A similar test with bipolar primary and secondary pulses was completed without issue. Autocapture was turned off.